Event description:
Following a trial procedure (for off-label use), the patient had a cardiac anomaly. The patient was hospitalized overnight and was allegedly released on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.